Event description:
Per the clinic, the device was explanted due to infection at the implant site. The device was explanted (B)(6), 2011. Reimplantation is planned but has not taken place as of the date of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.